Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the display as received to boot to a blank display. During testing the graphics driver board was removed and replaced with a lab use only (luo) board and display booted up properly. The display assembly was reassembled to the condition it came in and when installed into the luo roller pump, the display worked as intended. It was determined that the connection between the graphics driver printed circuit board and the display was loose, causing the display to not boot up properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the customer stated that the pump was still rotating when the display went blank. The fsr could not duplicate the reported complaint. He replaced the display. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump local display went blank. As a result, the pump was restarted and the display re-appeared. The pump was then replaced by a back-up pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.